Event description:
Additional information reported indicated that the patient's implanted neurostimulator was replaced. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that after 4 months the patient's battery was depleted. No other information was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. The battery reached normal end of life. There was no telemetry or output.